Event description:
It was reported that after reconnecting the ilet, the patient¿s blood glucose measured 330 mg/dl and guidance was requested regarding expected regulation. Symptoms included hyperglycemia. Outcomes included no alarms and completion of troubleshooting and education. Investigation included technical support assessment and user education about insulin absorption timelines and hydration. Investigation of this case revealed no device malfunction reported and that hyperglycemia occurred with cause unclear. It was concluded that the event was user-managed with education provided and that the cause of hyperglycemia remained unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.